Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to an unspecified malfunction. No other adverse patient effects were reported.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1. A separation was noted on the exhaust tube of cylinder 2. This is a site of leakage. A small area of abrasion was noted adjacent to the separation indicating the tube had been kinked onto iitself and abraded. A partial separation was noted on the inlet tube of the reservoir at the strain relief junction. This is not a site of leakage. A group of striations, indicating contact with unshod instrumentation, was noted on the strain relief of the reservoir. This is a site of leakage. Based on examination of the returned product, it was concluded that the separation in the exhaust tubing of cylinder 2 indicated that the tubing had creased and folded onto itself while in-vivo. This creasing fatigued the material over an extended period of time and resulted in the eventual separation and leakage. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed unshod instrument separation in the strain relief of the reservoir occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.